Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports their blood glucose level had got low while wearing a pod. The patient reports sweating and being unresponsive. Once the paramedics had arrived the patient was given dextrose fluids. The patient had gone to the hospital via paramedics. The patient was discharged from the hospital after 12 hours. The patients pod will not be returned as it has been discarded.